Event description:
This was a neurological diagnostic case for vessel runoff. No calcification, tortuosity, or scarring was noted. The axera procedure was completed without incident. On (B)(6) 2013, two days post-procedure, the patient returned with a painful/cold leg. No dissection was noted. A noticeably narrowed area in the femoral artery around the axera puncture site was observed and resolved via balloon angioplasty and stent placement. The patient recovered without further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for user (IFU), was reviewed. Possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precaution; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available info, is unk as it cannot be definitively determined.